Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed which resulted in a cartridge change error. There was no reported impact to customer's blood glucose level. Reportedly the customer reverted to manual injections for insulin therapy.